Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic urology, the surgeon inserted the radially expanding sleeve and began the insufflation. However, when the insufflator was removed, the radially expanding sleeve collapsed in and the surgeon could not line up the obturator. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one dilator and cannula with radially expandable sleeve 5mm short. The visual inspection of the returned product noted that the expandable sleeve was retracted through the top of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the retracted expandable sleeve may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.